Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report numbers 3004209178-2011-80555 and 3004209178-2011-80556.

Event description:
The customer called to report a no delivery alarm and blood glucose levels over 600 mg/dl. Troubleshooting was performed, but the alarms continued. The customer was advised to seek medical attention since she didn't have a back up plan. The customer later called to report that she went to the emergency room for treatment. The customer's blood glucose reading was 646 mg/dl. Nothing further was reported.